Event description:
We received a call from a consumer notifying us that their son had received a burn from one of our vaporizers. The consumer alleges that the product shot water out of it, which caused a burn on the child's leg. The extent of his injuries is unk at this time, as medical attention had not yet been received. Kaz has requested that the unit be returned to our company for further investigation.